Manufacturer narrative:
Date of event is estimated. Date of implant is unknown. Initial reporter phone number: (B)(6). During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
It was reported that the patient's ipg became inoperable due to not recharging as recommended. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced with no complications.

Manufacturer narrative:
The reported event of ipg inoperable (end of life) was not confirmed. The returned ipg passed all functional testing (bench and autotest). No root cause was identified for the reported issue. The DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product.